Event description:
An intra-aortic balloon (iab) catheter was used for treatment. After 3 days of treatment, the console was giving an alarm indicating that there was a leak. The catheter was repositioned and used for an add'l 2 days after which the console alarmed continuously. The catheter was removed and a rupture was identified.

Manufacturer narrative:
This MDR was prepared based on a 483 observation during an FDA inspection from (B)(6) 2015 and retrospective review of customer complaints.